Event description:
The customer stated that she was validating the solidscreen weak d assay on both of her tango optimo analyzers. She ran 20 samples alternating between rh positive and rh negative samples on tango optimo s/n (B)(4) and all results were as expected. She then took the samples and ran them in the same order within minutes on tango optimo (B)(4). She also transferred all the reagents over. These results were not as expected. She had a previously negative sample come up 4+ and another previously negative sample come up "?" But visually looked positive. The customer stated the samples are donors that have previously donated many times and are known rh types. She stated the rh positive donors are regular rh positive donors because they are unable to find true weak d positive only donors to test. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Our technical support reviewed the problem description in comparison to the IFU of anti-d (rh1) blend: the customer intentionally applied our product in discordance to intended use. The instrument was thoroughly scrutinized. Inspection of the device revealed that the left pipettor needle was in suboptimal condition. Taken together it is most likely that the performance of tango optimo s/n (B)(4) can be linked to the reported problem. In direct comparison to the second instrument on site (s/n (B)(4)), the device in question was found to be prone to carryover when applying identical samples and identical reagents. Inspection of the system revealed items that may have an adverse influence on the specifications. Testing the identical setup that triggered the complaint after implementation of the corrective measures, resulted in elimination of the reported problem. However, we´d like to underline that this assessment is limited to the specific situation (discordance to intended use of the product) of applying regular rh phenotypes to a very sensitive assay subject to weak-d testing and must not unconditionally be transferred to the standard-operation or regular employment of our products. Bmd does claim neither target values nor any results that can be expected when disregarding the IFU.

Manufacturer narrative:
This is our combined initial and final report on this incident